Manufacturer narrative:
During the onsite investigation performed by our field service engineer, presence of moisture/corrosion/liquid spill on the expiratory printed circuit board (pcb) was found. The pcb was replaced and after successful tests, the ventilator system was sent back to service. A visual inspection confirms the reported corrosion/liquid spill problem. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator system malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. The confirmed fault indicates that the device was operated outside prescribed environmental conditions.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the expiratory channel printed circuit of the ventilator was suspected to be contaminated with water/liquid. There was no patient harm. Manufacturer ref.#: (B)(4).